Event description:
Treatment of a large unruptured saccular aneurysm measuring 10mm x 5mm located in the ophthalmic segment of the right ica. On (B)(6) 2013, the patient underwent pipeline embolization involving one pipeline (4.75mm x 12mm) and coils. The pipeline was implanted, but half of the device was not open. The physician attempted to open the pipeline using advanced deployment techniques, but without success. Attempts to snare the device from the patient failed. Attempts to reach it from the contralateral side failed. It is planned to leave the pipeline as is. Dual anti-platelet therapy was given to the patient. As of (B)(6) 2013, the patient was reported as doing fine and discharged home.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).